Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: there were call service (cs 078) alarms observed in the black box history. During testing, the pump powered on to a blank display with functional vibration. The audio was not functioning and there was moisture observed behind the display lens. Unrelated to the original complaint, the battery compartment was cracked as well as the pump case near the display lens. There was no moisture observed inside the battery compartment, but corrosion was found internally when the pump case was removed. A leak test was performed and confirmed the cracks in the pump case. The piezo was heavily corroded and the display screen was damaged by water. The original complaint could not be adequately investigated due to moisture damage. A test display was used and functioned appropriately.